Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a vaginal prolapse mesh surgery performed on (B)(6) 2014. According to the complainant, during an outpatient follow-up on (B)(6) 2015, they noted poor healing on the central mid portion of the anterior vagina. A day case revision surgery was performed on the patient on an unspecified date.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.